Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the right atrial lead exhibited noise and under-sensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.